Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with injection vancomycin (dose, route, frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Recovery status of the patient was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's fluid was found to be clear and they recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.